Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation ablation procedure, a farawave catheter was selected for use. During the procedure, the farawave catheter would not drip at the distal end of the catheter when connected to fluid. Additionally, a fluid leak was reported. No air was seen in the sheath or the patient. The physician tried to flush, however, the catheter was replaced, and the procedure was completed with the alternate device. No patient complications were reported.